Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for low blood glucose levels approximately three to four weeks ago. The customer stated that he felt tired and sweaty prior to the event. The customer fell asleep, and was later found unconscious by his neighbor. The customer's blood glucose reading was 29 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly, except for the time, which was one hour off. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.